Manufacturer narrative:
The evaluation of the returned instrument date code nr08(01/2018) distal end of shaft is crushed and tip and jaws are missing.

Manufacturer narrative:
Product has not been returned and therefore, could not be evaluated.

Event description:
Allegedly, per the customer during a bladder stone procedure the forceps cup bent and would not open. Per the customer "we broke cup to remove from sheath", nothing fell inside the patient and procedure was completed with no further intervention required or harm to the patient.